Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number of the revolution dsp instruments indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the database for the non-conformance events and the complaints showed that the given lot number was not concerned by any deviation and that there are no additional complaints associated with it. The non-conformance database was also scanned for incidents concerning the manufacturing environment for the timeframe in which the products were manufactured and no corresponding records could be identified. The two samples that were returned were both in their unopened original packaging, i.e., the inner and outer blister, closed with the cover foil which shows the lot information. This is in line with the information provided by the complainant, stating that the actual devices involved in the incident were not kept and only the remaining instruments from the six-box could be returned. The samples show no macroscopic signs of damage and are in good working conditions upon opening the packaging. The samples were visually inspected with the aid of a photomicroscope using various magnifications. During the visual inspection, no abnormalities could be identified. The forceps show no mechanical damage or malfunction, nor any signs of material degradation such as corrosion, nor could there any particles, foreign material or any other manufacturing residuals be identified. The forceps opened and closed as expected and the grasping arms showed no bending or misalignment. The device was then functionally tested and appeared to be working normally. Specifically, it was noticed that the sample was able to grasp and hold the corresponding control weight (pm 80.166/64), which indicates that the grasping force of the device fulfills its acceptance criteria. The returned samples therefore fulfill their specifications. No factors contributing to the reported event could be identified. Based on the assessments outlined above, no factors contributing to the reported incidents could be identified and it was concluded that the product met manufacturer¿s specifications. No action was taken as the returned samples and the investigational findings indicate that the products met specifications. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after a vitrectomy surgery using an ophthalmic system and forceps, three patients experienced post operative problems was vision loss, inner retina hyper-reflectivity and phototoxicity. Patient symptom were continuing. Additional information has been requested.